Manufacturer narrative:
Initial reporter phone: other phone number of the physician: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, when the physician started to deploy the bands, it was noticed that the bands could not be deployed. The physician removed the endoscope along with the ligator and then disassembled the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) with ligation of esophageal varices procedure performed on (B)(6) 2022. During the procedure, when the physician started to deploy the bands, it was noticed that the bands could not be deployed. The physician removed the endoscope along with the ligator and then disassembled the ligator. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter phone): other phone number of the physician: (B)(6) block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had no bands attached but a band was returned, separated from the ligator head. The post did not show insertion marks of the trip wire, indicating that the trip wire was not secured. The suture thread was in good condition which contained seven knots. The device was observed under magnification, and the ligator head teeth were found bent/damaged. The suture hole was in good condition. The post of the handle was also observed and it did not show insertion marks of the trip wire. A functional evaluation was performed by rotating the handle, and it could be rotated without any problems. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was observed that the ligator head was returned without bands and the teeth were damaged. A band came separated from the ligator head, and the post of the handle presented evidence that the trip wire was not secured. This suggests that the bands were not deployed as expected. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. There was evidence found that the trip wire was not secured, as the post did not show insertion marks. This condition, unsecured trip wire, could have caused the cable to slip inaccurately without having the required accuracy, which affected the functionality of the device causing a failure in the deployment of the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.